Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was interrogated and found to be in backup operation. Technical support was contacted and the recommended reprogramming was performed to resolved the event. The patient was in stable condition.